Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed the infusion site. As the occlusion had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusion. Additionally, the customer reported blood glucose (bg) level of 60 mg/dl. To treat the low bg level, the customer consumed juice and crackers. The customer declined to perform system check with tandem technical support at the time of the call.